Manufacturer narrative:
Product analysis: visual and optical examination of the mas head engagement feature display significant deformation and damage on the mas retention features. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the event which is referenced in this complaint. The above observations are consistent with overload of the extender mas head engagement features. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior fusion procedure at t10-l3 due to pyogenic spondylitis. During procedure, a screw came off from the extender right before showing rd during rod reduction using a reducer. The rod was inserted from cranial. The extender came off from a screw head during reducing the sequential reducer at l2/3 right. Products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.